Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer rotated the main deflector 180 degrees and adjusted main deflector alignment. The system was successfully verified according to alcon specification. The rotation of the main deflector does not represent a device malfunction as the setting was within specification prior and after the service visit. The logfile review could not determine any technical problem. The root cause cannot be determined conclusively. A possible contributing factor might be the previous position of the main deflector which but cannot be confirmed conclusively. (B)(4).

Event description:
A facility representative reported a patient with an epithelial defect following lasik flap creation. Epithelial defect has resolved.